Manufacturer narrative:
P-cap locked properly during testing. Pump powered up properly upon battery installation. Unit successfully passed self-test and displacement test. Unit was successfully downloaded to thump. Verified pump error 53 alarms (file number 172 line number 1217) in the adapt tool fault main error log on (B)(6) 2024 05:40:38.000. Per software engineer log it was determined that pump error 53 was generated triggered in ui_jaguarexecute () function in ui message extraction loop since the interrupts were disabled, suspecting the hw (cpu issue). Pump error 54 confirmed on (B)(6) 2024 05:42:36.000 and triggered in the h_removetimer () function due to unexpected timercount value, suspecting the hw. Unit was cut open for visual inspection of internal components. No moisture damage found to the motor assembly, pcb1 board, or pcb2 board during visual inspection. The following were noted during visual inspection: scratched case, serial number label damage, cracked case on battery side, cracked case (battery tube), pillowing keypad overlay. Pump error 53 and 54 alarms confirmed in pump download history. Isolate to electronic assembly. Cosmetic damage confirmed when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 54. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer reported receiving a pump error. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. Customer is not using quick bolus speed feature on an impacted pump. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.